Manufacturer narrative:
A partial lead with the connector pin measuring 11.1cm was returned for analysis. External insulation abrasion was noted at 4.9-5.2cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was exposed at this location.

Event description:
It was reported that during routine generator change procedure due to normal eri, low out of range, high voltage lead impedance was observed on the right ventricular lead after it was connected to the new ICD. The physician reconnected all the system, but the measurements continued to shift erratically. The lead was capped and replaced on (B)(6) 2017. Patient was in stable condition before, during and after the procedure.